Manufacturer narrative:
During service and repair pre-testing for this product the following issue was identified: the device was found to have power broken, low rotations per minute (47,000), loose set screw and connector body, and a frayed cable. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation without an alleged malfunction. During service and repair pre-testing for this product the following issue was identified: the device was found to have power broken, low rotations per minute (47,000), loose set screw and connector body, and a frayed cable. Reliability engineering evaluated the device and the repair pre-testing reported conditions were confirmed. Evidence suggests this is due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
An "unidentified repair request" of the hand piece device was reported. The reporter was unable to determine the precise date of this event. There was no information regarding the precise location of the malfunction. It is unknown if there was any delay in surgery. There was no medical intervention, patient harm, adverse outcome or injury alleged. It was unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.